Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, g1, h4 additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. It was indicated that "different batches have encountered this similar issue with different surgeon experiencing similar outcomes of needle detaching from suture at the swage.", could you please indicates what is the total number of procedures? Ans: reported separately.these complaints are all from different procedures. 2. Have any of these events been previously reported to ethicon? Yes 3. Please provide the lot number: ans: tcbkdm 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device has been shipped this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2024 h6 component code: g07002 no device problem found a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received one detached needle and one needle suture piece that pertained to product code 8706h. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was found. In addition, the needle suture piece was visually inspected, and the swage and attachment area were noted to be as expected. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. As per the conditions of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 2/12/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was indicated that "different batches have encountered this similar issue with different surgeon experiencing similar outcomes of needle detaching from suture at the swage.", could you please indicates what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide the lot number: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following information was received: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-01249 .

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. During the surgery, suture detached from swage after 1-2 bites of non calcified vessels. Double armed needle is armed on one end and when pulled out from suture packaging the other end of the needle is missing. Hospital is rejecting the whole affected batch as they mention that they will not risk the needle dropping into patient's body cavity. Different batches have encountered this similar issue with different surgeon experiencing similar outcomes of needle detaching from suture at the swage. There were no patient consequences reported. Additional information was requested.